Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.0 - 3.0. Pt had a nosebleed while on the phone with technical svs rep. Pt just recently started testing again. Pt did not have supplies for a month and a half.